Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that a cartridge did not fit onto the pump. The customer was instructed to load a new cartridge to resolve the issue. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.